Event description:
Lue PICC noted to flush ok, but when attempt for blood return, air noted in syringe and blood backing up into second lumen.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.